Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal lad. Indication for the procedure was in stent restenosis (directional coronary atherectomy (dca) in 2003 and implantation of a 3.0x24mm driver stent in 2005). The lesion was bifurcated and a total occlusion lesion. Lesion classification was type c. Pre-dilatation was not conducted. A 3.0x33mm cypher sirolimus-eluting coronary stent was deployed at 20 atms for 10 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was 0 and iii. Act was not measured after the procedure. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 day of receipt.

Event description:
The following report was received from the affiliate: approximately 18 months post cypher stent implant the patient complained of chest pain and was brought to the hospital as an emergency. A coronary angiography (cag) was conducted and thrombus was observed in the cypher stent. To treat the thrombus, thrombolytic agent was administered and aspiration was conducted. Physician's comment: the possible cause of the thrombotic event was because aspirin and ticlopidine hydrochloride were stopped due to surgery of stomach cancer.